Manufacturer narrative:
Exact date unknown, event occurred in 2014. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16651527/16688707.

Event description:
It was reported that the patients spinal cord stimulator (scs) was non-functional. All device components were explanted and will not be returned.